Event description:
The user facility reported they experienced a total loss of image during procedure. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation found evidence of fluid invasion in the control body and electrical connector which most likely caused an electrical short which damaged the charge coupled device unit resulting in the image phenomenon the user experienced.